Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the axiem box of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The axiem bx was returned to the manufacturer for analysis. Axiem powered up fine and all of the power supplies showed ok with no over current fault or temperature fault. All eight ports didn't activate when an instrument was inserted in the ports. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that prior to a case when setting up the axiem box, the emitter would not chirp when plugged into either port. The emitter details showed that the software believed it was functioning. The manufacturer representative tried to track the sting ray patient tracker and it remained yellow when plugged into any instrument port. The emitter details showed all instrument ports as empty. The axiem box displayed a 7. Troubleshooting was performed by the representative by testing the axiem box with another navigation system and the same issue occurred. Another axiem box worked without issue on the original navigation system. There was a reported delay of less than one hour. There was no known impact on patient outcome.